Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to a protruded/loose drive support disk. However, the motor passed the motor test. A scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
The customer reported that the drive support cap kept coming out and the insulin pump alarmed motor error. The blood glucose reading was 167mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.